Manufacturer narrative:
The impella device evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant reported that the impella cp pump pulled back into the aorta during patient support. The physician was unable to re-cross the valve and the decision was made to explant the pump. Support continued with an intra-aortic balloon pump (iabp) and extracorporeal membrane oxygenation (ECMO). It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.